Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate non-sustained episodes appeared to be oversensing of external noise possibly from the motorized chair the patient sits and sleeps in. The noise could not be reproduced with pocket manipulations and isometric exercises. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.